Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a ventricular tachycardia procedure, a pericardial effusion was observed. The patient became hypotensive and an transthoracic echocardiography confirmed a cardiac tamponade for which a pericardiocentesis was performed, but the effusion was not resolved. The patient underwent cardiac surgery, however no perforation was confirmed. An area of swelling corresponding to the location of the ablation on the posterior wall of the lv was noted. The patient was followed and stabilized. There were no performance issues with any abbott device.

Event description:
The patient underwent surgical intervention for coronary sinus repair and cardiac effusion drainage. Following the procedure during inotropic therapy, due to the patient medical condition and positioning of the intra aortic balloon pump, the patient experienced cardiogenic shock. A transfusion was administered. The patient is being evaluated for cardiac transplantation.